Event description:
Customer states that she received results of 48mg/dl and 200mg/dl within 10-15 minutes. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.